Event description:
It was reported that the customer's continuous glucose monitor (cgm) showed a high blood glucose level, which was confirmed with a blood glucose meter value of 550 mg/dl. The measurement displayed as "high" on the cgm, but no inaccuracies were alleged by the customer. Although the customer's blood glucose level was elevated, there was no report of incapacitation, allowing them to manage the situation independently with a correction injection. Technical support advised the customer to replace necessary supplies and consult a healthcare professional to discuss possible causes of the elevated blood glucose levels.